Event description:
It was reported that the customer received an incomplete bolus alert. Although it was confirmed that the bolus had been delivered, the customer reported having an elevated blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.